Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as sores.there was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended patient not wear the lv. Outcome of the irritation is unknown.